Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of gastrointestinal/pelvic floor . It was reported that the patient¿s device seems to be not working again. No symptoms or complications were reported.

Event description:
Additional information was received from a consumer indicating that they didn¿t think their device was working anymore, clarifying that their programmer was not connecting to see their therapy settings and they were having a return of symptoms. The patient stated that the issues occurred about 6 months or so ago when they left a message for the manufacturer. The patient indicated they had called their healthcare provider about the issue as well but were redirected to call the manufacturer. On the call, the patient attempted to connect but received poor communication with and without the antenna. The patient was sent a replacement programmer and advised to contact their healthcare provider if the issue is not resolved with the replacement. On (B)(6) 2020 the patient called back indicating that they were still seeing poor communication with and without the antenna with the replacement programmer. The patient was again redirected to their healthcare provider and it was reviewed that their device was likely depleted. No further complications were reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer. In response to the inquiry for clarification regarding the device not working again the patient wrote they were not sure if it was still working. The patient stated they didn¿t think it was working due to the frequency of urinating. In response to the inquiry for circumstances that led to the device not working again, the patient stated they kept increasing the program level and they hadn¿t seen a change in urinating frequency. The patient stated that no steps had been taken to resolve the device not working and that it hadn¿t been resolved. The patient stated they were the same weight now as they were when it was ¿installed,¿ and noted they had called their urologist who had said the patient should contact the manufacturer company. The patient then noted they didn¿t think the battery was still working but stated ¿what¿ did they ¿know,¿ that was ¿above¿ their ¿expertise.¿ there were no further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer. In response to the inquiry of when the patient first started experiencing the device not working again the patient replied: ¿about (B)(6) 2018). There were no further complications reported.